Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to an improper chamfer angle on the anvil.

Event description:
The product was used during a jejunal pouch interposition. Reportedly, the anvil and the disposable loading unit came off of the instrument shaft. No pt injury was reported.